Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced an epidural leak during the implant procedure. A blood patch was administered to address the symptoms. There have been no reports of further complications regarding this event. The device has been activated and the patient has been using stimulation to find effective pain relief.